Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred when the customer attempted to load multiple new cartridges. The customer¿s blood glucose (bg) level was 372 mg/dl. Reportedly, the customer would contact a healthcare provider for manual injections. Additionally, it was reported that the customer experienced an elevated bg level of 340 mg/dl earlier in the morning and the bg level was addressed with a bolus via the pump. The cause of the elevated bg in the morning was unknown. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (cartridge change error) was verified. However, the elevated blood glucose level was unable to be confirmed due to the insufficient drive train force (cause of the reported issue).